Event description:
The hcp reported the pump was exposed to large doses of radiation. The pt was experiencing withdrawal symptoms. The pump was explanted after 8 months and replaced and returned to the manufacturer for analysis. The pt outcome after the replacement was reported as excellent.